Event description:
The customer reported fluid leaked from the extension set. The site of the leak was from the luer connection (unknown if male or female) and/or from the bifurcation component. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report that the set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.